Event description:
The complainant reported that a patient was being implanted with an impella 5.5 for mechanical circulatory support after decompensating in the hospital. The impella 5.5 was attempted to be implanted via the right axillary artery, but the 0.035 guidewire was unable to pass through the iliac crest. Another attempt was made with the 0.018 glidewire and judkins right 4 diagnostic catheter but was unable to pass into the innominate artery, and the axillary artery became occluded. The right axillary insertion was aborted, and the left axillary was attempted. The 0.035 guidewire was able to pass the innominate artery; however, it was unable to cross the aortic valve. The team switched equipment to a multi-purpose catheter and a lundquist extra-stiff wire and was able to cross the aortic valve under fluoroscopy. The lundquist wire was backloaded onto impella 5.5, however the impella 5.5 was unable to pass through the innominate artery due to calcification. The patient had a poor prognosis and was noted to not be candidate for a durable left ventricle assist device or heart transplant. The medical team decided that they would abort the impella 5.5 implant and attempt to implant an impella cp. The impella cp was prepped and backloaded on to the wire and was unable to pass innominate artery and the implant was aborted. Patient outcome is unknown as outcome information was not available in the complaint record accessible for MDR assessment at time of reporting. This complaint involves two automated impella devices: pump 1: impella 5.5, with serial number (B)(6) pump 2: impella cp, with serial number (B)(6) this MDR specifically addresses pump 1: impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A4 is unknown. Investigation summary no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy near aortic valve and resistance at axillary artery preventing successful delivery of impella. Device history review device (sn: (B)(6)) passed all post sterile inspection checks.